Manufacturer narrative:
Date of event - estimated since unknown.

Event description:
It was reported via literature that pericardial effusion and stroke occurred. This study included 106 consecutive patients with atrial fibrillation who had agreed to undergo watchman left atrial appendage (laa) closure device or non-boston scientific implantation from january 2015 to july 2020. For major complications, two patients suffered acute pericardial effusions in the early 20 cases of the watchman group, which were identified during repeated angiography requiring emergency drainage in the secondary to overly vigorous tug test and too deep placement. During the follow-up, two patients experienced stroke both of whom had a history of stroke and did not present a clot on the device during transesophageal echocardiogram (tee) follow-up.